Manufacturer narrative:
Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6: device code of 3191 dissatisfaction - quality/design. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a toric ii monofocal intraocular lens (iol) was explanted from the patient's operative eye due to little or no capsular support. The surgeon was concerned that the toric design may have contributed to this. This issue was identified during the post-operative (op) exam. It was unknown if a vitrectomy was required or if there was a delay in procedure. The patient status was reported as unknown. No further information was received.